Event description:
It was reported that the patient passed away related to failure to thrive and multiple strokes. It was reported that the patient's outcome was not device and/or therapy related.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events as well as a direct correlation to the heartmate ii left ventricular assist system (lvas), serial number: (B)(6), could not conclusively be determined through this evaluation. It was reported that the patient expired on (B)(6) 2021 due to a failure to thrive and multiple strokes. Reportedly, the patient¿s death was no device or therapy related. The device will not be returned for evaluation. Multiple attempts to gather additional information was attempted; however, none was provided. The patient expired on (B)(6) 2021. No product is available for investigation. The current heartmate ii left ventricular assist system (lvas) instructions for use (IFU) (rev. C) lists stroke and death as adverse events that may be associated with the use of heartmate ii left ventricular assist system in section 1 ¿introduction¿. Section 6 under "anticoagulation", also contains information regarding the recommended anticoagulation therapy and inr range that should be maintained for patients using the device as well as the recommended anticoagulation modifications in the event there is a risk of bleeding. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 16oct2018. No further information was provided. The manufacturer is closing the file on this event.